Manufacturer narrative:
As per reporter product use other manufacturers product. No xray nor images have been provided, root cause cannot be confirmed. Device not returned.

Event description:
On (B)(6) 2020 a patient was scheduled for a lateral anterior lumbar interbody fusion procedure. Due to missing an incomplete kit, the surgeon opted to convert the procedure to a supine anterior lumbar interbody fusion with posterior percutaneous pedicle screws. During the use of the substituted abdominal retractor and pins vascular bleeding was observed.